Event description:
A 2.75mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stent was deployed in the prox rca of a pt (MFR rep # 2953200-2010-02227). During procedure the pt also rec'd a 2.5mm diameter x 30mm length endeavor sprint rx to target lesion. However, it was reported that the pt experienced an mi during procedure. Prolonged hospitalization was required. The pt is reported to be recovered and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: (mi).